Event description:
This report is based on information provided by philips remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint that the tempus pro capnography port is broken and will not connect. The device use during this event is unknown; however, there are no reports of delays or patient impact.